Event description:
It was reported that during a prostate procedure, the fiber cap detached inside the patient. The fiber cap was retrieved, method of removal is unknown. There was no indication or report of any part of the device remaining inside the patient. The physician performed a turp to complete the procedure. "No injury to the patient" reported.